Event description:
It was reported that the iab was inserted in a patient with myocardial infarction. After being in use for two days, blood was noticed in the helium tubing. An attempt was made to remove the iab, but it could not be withdrawn. Two days later, a cardiovascular surgeon removed the catheter surgically. There were no reported patient complications.